Manufacturer narrative:
An event regarding abnormal ion levels (metal in blood) involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined, because insufficient information was received. Further information such as return of device, pathology report, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient's right hip was revised.

Manufacturer narrative:
All communication for this record is being handled by the stryker legal department. It was noted that the patient was scheduled for a right hip revision on (B)(6) 2015. No additional information is available at this time. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Legal case.

Event description:
It was reported that patient had bilateral accolade hips implanted a few years ago. Patient states they are experiencing issues with her hips and recent tests revealed patient has metal in her blood. This report pertains to the patient's right hip.